Event description:
A dialysis clinic reported that a patient became unresponsive, hypotensive and had bad cramps after one hour of treatment. The patient lost 3.2 kg of fluid (goal was 1.8kg). The patient was given 1100cc of normal saline and felt better. The machine was investigated at the clinic by the MFR's technician.